Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the right atrial lead exhibited noise the noise exhibited by lead did not interrupt any device function. Physician elected to continue to monitor the patient. Patient was in stable condition.